Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed blood in the infusion tubing and removed all supplies, then required guidance to insert new supplies; the patient struggled with the filling tube due to repeated shutoffs before achieving a successful setup on the ilet system. Symptoms included hyperglycemia with unclear cause. Outcomes included troubleshooting and user education, including guided replacement of infusion and related supplies. Investigation included technical support review and assessment of device alerts, including an ilet alert 296. Investigation of this case revealed a device alert associated with the ilet system, with user difficulty during setup; no device component failure was confirmed, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.